Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, was instructed to leave pump connected to known working outlet for at least 30 minutes, and later confirmed pump began charging successfully using original charging supplies.